Manufacturer narrative:
The product has not yet been received for evaluation. The device history record could not be reviewed without a reported lot number as a reference. Review of the complaint database for the previous 24 months indicates that this is the only reported cracking issue on this product code in the past 24 months. Smiths was unable to confirm the issue or determine a possible cause without benefit of returned product evaluation. An additional report will be submitted should information become available that impacts the outcome of smiths' investigation.

Event description:
The reporter stated there was a crack noticed on the hub where the syringe is attached. There was no patient injury or treatment reported with this event.